Event description:
It was reported that when using the bd pyxis¿ medbank tower the item oxycodone/acetaminophen 5 mg/325 mg tablet was automatically destocked by the system. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the item was destocked by system. A technical support specialist (tss) confirmed the medication previously seen was no longer available on the patient profile, identified via medbank myqlink that the item had been destocked, verified cubie memory was functioning correctly, coordinated with pharmacy, and arranged for a replacement cubie to be sent and reinserted. The system functioned as intended after the technical support specialist verified the device.